Event description:
It was reported during a pelviscopy while using the dcs12 the scissors would not cauterize tissue. There is no add'l info available. There was no consequence to the pt. The rep reports a new dcs12 was pulled to complete the case.

Manufacturer narrative:
Based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition the instrument's circuit continuity was within design specification. The instrument was tested and cauterized at settings of medium power coag 30-150. The experience the customer reported could not be repeated.